Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small. The patient suffered an inguinal vein bleed and electrode detachment in their body. It was reported that an event occurred in which the carto vizigo¿ 8.5f bi-directional guiding sheath small tip electrode came off. Since the right inguinal vein became narrower and at the end of the procedure and the carto vizigo¿ 8.5f bi-directional guiding sheath small could not be removed because the right groin vein had already become stenosed, the balloon was inflated and removed. One tip electrode of carto vizigo¿ 8.5f bi-directional guiding sheath small remained in the inguinal vein. Although the blood was collected with a balloon, bleeding from the inguinal vein was confirmed at that time, so hemostasis was performed with compression. As there was no problem with the condition, the patient returned to the ward and was followed up. The physician commented that it was unknown whether the electrode had damaged the blood vessel or whether it had bleeding when the sheath was intended to be lifted into the cardiac cavity because it was already in a state of stenosis. The reporter states that they don¿t think the carto vizigo¿ 8.5f bi-directional guiding sheath small was very relevant. Additional information was received on the event. The physician commented that the cause of the hemorrhage was unknown. Medical intervention provided was pressure hemostasis was applied for the hemorrhage from groin. The patient outcome of the adverse event was improved. The photo shows a kink on the shaft. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The electrode detachment was assessed as MDR reportable. The kink was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The patient suffered an inguinal vein bleed and electrode detachment in their body. In addition, a kink on the shaft. The investigation was completed on 04-mar-2022. An analysis was performed on the pictures that were provided by the customer. According to the photos provided by the customer, electrode 1 came off the sheath. The customer complaint was confirmed based on the photo received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that electrode #1 was detached and it was found the silicon coating peeled off, this issue leaves some internal parts exposed, a wire is observed where the electrode should be. Also, the shaft was found bent. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. According to the instructions for use, there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Additional investigation was initiated to address the root cause of the ring detachment issue. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).